Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken monopolar yaw pulley at the distal clevis. Broken pieces were missing as a result of breakage. The size of the missing piece is approximately 0.1350" x 0.0425". The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. Additionally, the instrument was found to have a derailed grip cable at the distal end.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery hook (pch) instrument broke. The instrument was taken out of the universal surgical manipulator (usm) and was inspected by both circulator and scrub nurse. The instrument was broken but intact, no remnants were left inside the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer cannot confirm that the missing material occurred outside of the surgical procedure. They know that the hook broke while being used and was immediately removed and inspected by both the scrub and circulator. There was no report of fragments falling from the device while used within a patient. There was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to the retention of foreign material.